Event description:
It was reported that device showed no disposable alarm while using cadd 100 ml cassette. No patient injury was reported.

Manufacturer narrative:
Other text: UDI details were not documented in the initial report. (Updated g2, d1, d2a, and d2b), corrected data: is this a single use device that was reprocessed and reused on a patient? Was answered incorrectly, in the initial report. (Updated d8).